Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device is displaying the wrong flow. There was no patient involvement.

Manufacturer narrative:
This issue was found during service testing during scheduled preventive maintenance by the facility biomedical engineers. The device was sent to the manufacturer's international service technicians for service and repair. The reported issue was confirmed.